Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported leaking port access needle, the needle was inserted and when flushed it leaked from the clear 'u' shaped piece. The patient had to be re-stuck.